Event description:
It was reported, that the lights on the processor of the video system center began to flash, accompanied by a clicking sound. The issue occurred, during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h11. Corrected: h6 (device problem code). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported processor lights blink and clicking sound issue could not be determined, as the issue could not be reproduced during the device evaluation, however, the investigation did find that the locking system of the video connector was broken and a broken screw was found inside the power supply, likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.